Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in the (B)(6). Analysis results: the root cause of the customer's complaint is confirmed to be an issue with the shaft press fit.

Event description:
The consumer reported that the shaft of their diamondclean power toothbrush broke off into their mouth during use. Minor dental pain was reported. No serious injuries were alleged.